Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the left main to left anterior descending artery. A 4.00x20mm promus element plus drug-eluting stent was implanted in the lesion. However, during post-dilatation with a non-compliant balloon, proximal longitudinal stent deformation was noted. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.